Manufacturer narrative:
The actual device was discarded and was not returned for evaluation. However, the facility did return an unused sample from the same reported lot number. When activated, the clip covered the tip of the needle without difficulty. All safety clip dimensions that were able to be measured on the returned unused representative sample were checked and found to be within the design specifications. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. There are no other reports of this nature against the reported lot number. The representative sample and all available information has been provided to the actual manufacturer for evaluation.

Event description:
As reported by the user facility: safety shield failed to activate resulting in a needle stick injury, and resultant (B)(6) exposure. Additional information provided by the employee who received the needle stick injury indicated that after she withdrew the needle, the clip failed to activate and she received a needle stick injury. She is following all hospital protocol blood work testing and will continue for a 6 month period. To date, all test results have been negative. The sample was discarded in the sharps container and will not be returned for evaluation. The facility will send an unused sample from the same lot number, for evaluation.